Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. The parent report the event via web self service that the pediatric patient experienced ??? Or hour glass icon in status box greater than 10 hours which occurred the same day the sensor had been inserted in the abdomen. It is not mentioned whether the bg was being monitored by fingerstick during the ??? Or hour glass icon in status box time period. The patient experienced nausea and the parent brought the patient to the hospital. There, the bg was 30-40 mg/dl while the device showed sensor error. The patient was treated with an unspecified IV and hospitalized for 2 days. There was no documentation of additional medical intervention for hypoglycemia. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.